Event description:
This patient had bacterial endocarditis. The entire system was removed and has not been replaced. Retrox rx 45-jbp, MDR 1028232-2009-00328. Synox sx 53/15-bp, MDR 1028232-2009-00382.